Event description:
It was reported that a patient presented for a routine generator change on (B)(6) 2023, where upon the removal of the patient's pacemaker was noted that there were several lead abrasions on the patient's existing right atrial lead. The lead abrasion was repaired and reused, and lead measurements remained stable all throughout. The patient was stable throughout.